Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 47.2cm from the hub but appears to have been kinked prior to separation. There are multiple kinks along the hypotube. Microscopic examination revealed that the tip is damaged. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 10-jan-2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 15mm x4.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 4.5mm x 15mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.